Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. During the procedure, the physician used a perclose proglide suture-mediated closure system and gore introducer sheath with silicone pinch valve. Postoperatively, the patient's blood pressure dropped and computed tomography scan revealed fluid in the right common iliac artery. The physician surgically repaired the right common iliac artery, but it was reported that the patient lost 8 l of blood during the procedure.

Manufacturer narrative:
The sheath was discarded by the facility. A review of the mfg paperwork is being conducted.